Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Prior to use, upon removal of the agility guidewire, they found the tip was like a thin thread, and almost was separated with the body. Additionally, the product was stored per labeling instructions, and no damages were noticed on any part of the packaging. During removal from the protective loop, it is unknown if the guidewire was removed from the distal floppy tip. During removal from the protective loop, wet gauze was not utilized to wipe the guidewire. It is unknown it the product was removed from the distal tip. Other than the reported event, there were no other damages on the guidewire. Prior to shipping, the distal tip was unraveled/stretched, but it was still attached to the guidewire. No further information was available.

Manufacturer narrative:
It was reported that prior to use, upon removal of the agility guidewire, it was found that the tip was like a thin thread, and almost was separated from the body of the device. The product was stored per labeling instructions, and no damages were noticed on any part of the packaging. During removal from the protective loop, it is unknown if the guidewire was removed from the distal floppy tip. During removal from the protective loop, wet gauze was not utilized to wipe the guidewire. Other than the reported event, there were no other damages d on the guidewire. Prior to return for evaluation, the distal tip was unraveled/stretched, but it was still attached to the guidewire. The returned agility guidewire was returned lodged inside of an unknown noncordis microcatheter. Follow-up investigation into the discrepancy of the report that the event occurred prior to use but returned device was lodged in a microcatheter was attempted. It was reported by the cordis affiliate that was the way that it was received from the customer and that the customer replied that the event occurred before use in the patient. No further information could be obtained as to whether the agility was attempted to be preloaded into the microcatheter prior to insertion into the patient or while the microcatheter was in place without the agility entering into the patient. It is not known if the reported agility wire damage occurred prior to attempted insertion into a catheter or after. It was however, reported that the catheter was flushed prior to inserting the guidewire it was reported that no further information was available. A single guidewire was returned lodged inside an unknown microcatheter. The guidewire is heavily encrusted with dried blood and is "stuck" inside the microcatheter. The microcatheter is not a cordis product. The microcatheter bears no identification of any kind and as such, it cannot be determined if it is in fact compatible with the guidewire. Additionally, the distal tip of the guidewire has encountered forces beyond its design limitations, breaking the distal tip and unwinding the distal platinum spring into one long strand of wire. All components of the guidewire remain together despite the damage. Per (B)(4) report (B)(4): a DHR was performed and found no nonconformities within the manufacturing process. The reported guidewire damage was confirmed; it was also found that the device was stuck in an unknown noncordis microcatheter and presented blood residues, which implies use. Assignment of root cause for this complaint is speculative; however, based on the analysis and the limited information provided in the complaint documentation, it appears that procedural factors such as device handling/interaction with concomitant device, and/or inadequate flush, could have impacted on the event. In addition, neither the analysis nor the DHR review suggests that manufacturing factors contributed to the failure reported. No corrective actions will be taken at this time.